Event description:
Pt had a biventricular ICD implantation which became infected with an atypical mycobacteria within one month. Pt presented with fever and positive blood cultures and had to have the device removed and be treated with antibiotics.